Event description:
The physician reported that the increase in seizure frequency and intensity was unrelated to vns therapy. The increase was also reported below pre-vns baseline levels.

Event description:
It was reported that the patient was being referred for replacement due to low battery. Information was then received indicating that the patient is experiencing a increase in seizures and seizure intensity. The patient's last reported battery status indicated that the battery was not fully depleted. No additional relevant information has been received to date.